Event description:
It was reported that the patient experienced a return of symptoms on (B)(6) 2012. The patient was unable to see their physician due to availability so the patient went to the emergency room on (B)(6) 2012. The pump was check and an x-ray was done of the catheter. It was determined that the patient had a urinary tract infection (uti) which was affecting the way the pump was working. The patient was experiencing ¿severe¿ spasticity. The patient was using oral baclofen to reduce their symptoms. It was described that it was if the patient did not even have the pump. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).